Event description:
Crna inserted epidural cathete - in first attempt, obtained blood and fluid, so catheter was withdrawn second attempt, catheter threaded easier - when removing tuohy needle, it was noted that catheter had been sheard off. Additional information received from the facility indicated that the catheter tip remains in the pt nad the pt has suffered no adverse sequela associated with this incident. The remaining segment of the catheter is available and will be sent for evaluation.